Manufacturer narrative:
Analysis revealed the insulin pump was received with failed occlusion test due to driver block stripped on the leadscrew. The device was programmed with multiple boluses and monitored for several hrs and no bolus history or time clock anomaly noted.

Event description:
It was reported, the customer was hospitalized twice for diabetes ketoacidosis in the past two weeks. Customer treated her glucose level with manual injections. Tried different bottles of insulin, but her high glucose level persists. It was stated that a bolus for one morning was missing and she is confident that it was programmed. A lead screw test was performed and did not pass.